Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 141, 185, 199, 192 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 185 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 : 141 mg/dl date:(B)(6) 2016time: 8:06 pm fasting, result 2 : 185mg/dl date: (B)(6) 2016time: 9:34pm fasting, result 3 : 199 mg/dl date: (B)(6) 2016time: 8:47pm fasting, result 4 : 192mg/dl date: (B)(6) 2016time: 10:30pm fasting, result 5 : 256 mg/dl date: (B)(6) 2016time: 8:17 am fasting. Customer is concerned with high results.